Event description:
The sales rep reported an incident where the tip of the mammomark deployment applicator was sheared off and remained in the pt. On (B)(6) 2011, the mammography center mgr reported the pt would need additional surgery and the tip would be removed at that time.

Manufacturer narrative:
The device was not available for return. The MFR's reporting site was responsible for answering all questions. Denise reich, mgr of the mammography center (the user facility), was contacted on (B)(4) 2011. She reported that, as a result of the initial biopsy pathology report, the pt will require additional surgery. The tip of the introducer shaft will be removed at the time. The instructions for use is included in the carton packing and lists step by step directions on the correct method of use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."